Event description:
It was reported that the cuffs had uneven inflation and spec found. No patient injury was reported.

Manufacturer narrative:
Several devices were returned for evaluation. During the visual inspection, there were no abnormalities found. Using a standard syringe, 12cc's of air was inserted into the airway lines of all the devices. There were no issues identified with cuff inflation; all cuffs inflated. A standard ruler was used to measure cuff symmetry on all the devices. Measuring from the center of the shaft to the outside of the cuff, five measured 13mm on one side and 15mm on the opposite side. Device number six measured 11mm and 15mm and device number seven measured 11mm and 13mm. All devices met the manufacturing specification for cuff symmetry. The instruction for use, states under set up that if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. The reported problem could not be confirmed. No corrective actions are planned at this time. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).